Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of needle disengagement difficult was confirmed upon inspection of the photo. In the photo it was observed the device is not completely disengaged. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown nexiva nearport needle disengagement was difficult it was reported by the customer that few instances where we have inserted an IV and then the needle doesn't disengage from the catheter. Verbatim: good morning, we have had a few instances where we have inserted an IV and then the needle doesn't disengage from the catheter. Obviously, we then have to completely remove and start another in a different location. I asked the tech if she pulled the needle and catheter apart prior to attempting the IV start and she did. Included a picture below .